Event description:
Patient reports the cassette she is currently using as well as the 4 that she premixed and has in the fridge are part of the affected lot number: 4298336 (expiration date not specified). She also said that for the last 2 weeks she has been more fatigued and winded doing regular activities that don't normally get her tired or short of breath. Unsure if these events are related to the recalled cassette use. Unknown if md is aware. No further information. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information is available at this time. Product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? Unk; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; reported to (B)(6) by pt/caregiver.